Event description:
It was reported that the patient experienced muscle twitching or hiccups and there was a suspected atrial lead fracture. During the revision procedure, it was noted the atrial lead was "fixated with only one thread directly on the lead." The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.